Manufacturer narrative:
Date received by manufacturer second follow-up should have been reported as (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A service history maintenance review was performed. The investigation of the complaint articles indicates that the: lot #t948002, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 8-jul-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that during a surgery on an unknown date; the ratcheting screwdriver handle thumb piece broke off of the handle. There was no negative impact and no delay in surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following parts were replaced: ratchet coupling (2), switch, screws (4), 1.4mm spring, leaf spring, 3.5mm ball, 1.5mm ball (2), 10.4mm spring, gear mechanism (2), gear box. This item was repaired, passed synthes final inspection and returned to the customer on 24-feb-2015. The evaluation was confirmed. The component was repaired and tested to operational specifications and returned to the customer. No cause was observed; no manufacturing or design issues were noted. No corrective action is required at this time device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.